Event description:
A malfunction was reported on the customer's pump, identified with a malfunction code and a fault ID available, indicating it was not resettable. There was no adverse impact on the customer¿s blood glucose level. The customer was advised by technical support that a replacement pump with updated software would be shipped, and they acknowledged the need to put the current pump into storage mode and return it within 10 days. Meanwhile, the customer planned to use an alternate method for insulin delivery to prevent interruption.